Event description:
It was reported that during a device changeout for normal battery depletion, there appeared to be blood under the insulation of the lv (left ventricular) lead. The physician used a repair kit to cover the area where blood was visible, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted: (B)(6) 2008; 5076-52 lead, implanted: (B)(6) 2008. (B)(4).